Event description:
The patient has 2 systems which include two occipital (off-label) leads from the same lot. It was reported the patient's occipital leads did not provide effective stimulation coverage and displayed invalid impedances. Follow-up indicated the patient met with his physician and has decided to postpone any intervention at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.